Event description:
Additional information received reported the patient received assistance from their doctor or manufacturer representative and their concerns were resolved. An appointment on 2014-(B)(6) was noted.

Event description:
It was reported on (B)(6) 2014 that the patient saw poor communication on her programmer that started on (B)(6) 2014. The patient stated that she saw her healthcare provider (hcp) on (B)(6) 2014 and it was determined that the implantable neurostimulator (ins) was dead. The hcp used a clinician programmer several times and could only get a ¿?¿ on the screen. The patient had a tentative replacement date scheduled on (B)(6) 2014 and a urine test on (B)(6) 2014. The patient stated that the hcp called the manufacturer representative and she was told to call the manufacturer. The patient also stated that ¿every time she sat down, got up, squatted, and sometimes when she lifted her right leg she got a popping jolt in that central area, the perinal anal area.¿ the patient stated that this started on (B)(6) 2014 and that it was not happening all the time. The patient noted that it ¿happened throughout the weekend, none last week, started again last night, and had it all day today.¿ the patient stated that she was told her ins could be not quite depleted. The patient stated that the nurse stated that whenever the patient felt that sensation to see if she was able to connect with her patient programmer and turned the ins off. The patient mentioned that she had tried that and it was not communicating. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician product ID 3889-28, lot# v007431, implanted: 2006 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient (B)(4).